Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the inaccuracy was able to be confirmed. The expulsor was replaced as this was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was over infusing. Issue was found during testing with no patient present. There were no reported adverse events.